Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. Csi ID# (B)(4).

Event description:
During a procedure with a diamondback coronary orbital atherectomy device (oad), a perforation occurred. The 99% stenosed, type b target lesion was located in an area of the proximal to mid left anterior descending artery that was 3.5 mm in diameter and fairly tortuous. After the third treatment pass, a perforation was observed. Five stents were placed to treat the perforation, and the patient was stabilized. The patient was discharged home three days following the procedure.